Event description:
On (B)(6) 2013, the reporter stated that on (B)(6) 2013, the patient was receiving a high dose of inotropic support via asena pump. There was an occlusion alarm. The patient's blood pressure became unrecordable low and the patient required resuscitation. The patient's access was checked and deemed a patent syringe. The syringe was removed from the syringe driver and the nurse was able to flush. The patient was successfully resuscitated from this event.

Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown.